Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected the plate was returned for investigation together with the screws and the locking caps of note, there are two locking plate cable buttons still mounted on the plate. The plate is fractured into two parts. The non-bone-facing surface of the plate shows some scratches. The bone-facing surface of the plate show some scratches and damages in the area close to the fracture line. The fracture of the plate is located through a screw hole. The fractures surfaces of the plate are damaged and present some scratches and polished area most likely due to relative contact of the two pieces after fracture. Nevertheless, it is possible to see the beach lines that points to a possible fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Two ap overviews of the left femur were provided and reviewed by a radiologist. Radiographs show lateral plate and screw fixation with a plate fracture and a comminuted femur fracture with varus angulation at the fracture site. The screws and cerclage wires are intact. Hip and knee arthroplasty alignment is maintained. Bone quality is osteopenic. Based on the analysis of the retrieval, a plate fracture can be confirmed and most likely attributed to fatigue. However, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a single definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision surgery due to broken implant, approximately four (4) months after implantation. Due diligence has been completed for this complaint; to date no additional information has been received.

Event description:
It was reported that the patient had a revision surgery due to broken implant, approximately four (4) years after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.